Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the black piece of the ceramic tip malfunction: stress traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown therapeutic procedure, the subject distal end of the inner sheath (black piece) fell off. There was no harm or injury reported.